Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced problem with delivery insulin. The customer reported hypoglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1711k. Customer reported low bgs.- updated by gst. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1711k was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked properly during testing. Pump powered up properly upon battery installation. Unit failed self test and rebooted. Unit was successfully downloaded to thus. Verified pump error 63 alarms (file number 522 line number 341) in the adapt tool fault main error log. On (B)(6) 2023 12:30:19.000 alarm was listed for pump error 63. Per software engineer log it was determined that pump error 63 was due to arm watchdog failure. Isolate to electronic assembly. Unit was cut open for visual inspection of electronic components and motor assembly. All connections were locked in properly and no damage was noted. No moisture damage found to the pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Pump error 63 alarms confirmed in pump download history. Isolate to electronic assembly. Possible over delivery confirmed due to failed self test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.